Event description:
It was reported the pt has been falling recently; the pt fell at home five times in one night. The reporter stated the pt was not receiving stimulation and has never had therapeutic effect. The pt's symptoms were on the left side; the pt's right side was weak. The pt was admitted to the ER. The pt's status was fair at the time of this report. The pt has two implanted device systems. Following an unrelated medical procedure (acupuncture), the stimulation turns on and/or off. The reporter believes that one side is off and causing the falls. The MFR sent the pt a magnet and recommended the pt contact the health care professional. Additional info has been requested, a follow-up report will be submitted when/if additional info becomes available. Refer to medwatch report # 3004209178200802389.